Event description:
It was reported that a spectrum pump failed the preventative maintenance test. The customer stated that the pump was programmed to deliver 40ml, however only 35ml were delivered. It was also reported that there was no pt involvement, and the pump was returned from the facilities ER/ambulatory unit.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.